Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient presented with rainbow glare in both eyes one month post lasik. The patient will be seen at a later date for follow up. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. According to clinical support, the rainbow glare effect is a general side effect that is mentioned in the user manuals. The root cause could not be identified conclusively. (B)(4).